Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, on (B)(6) 2011, at incoming inspection (device still under distributor control), the device was found in standby mode upon interrogation. On (B)(6) 2011, the device was reinitialized without difficulties. The sales rep asked for the root cause of the reported behavior.